Manufacturer narrative:
The t:slim x2 user guide states not to use any other insulin with the pump other than u-100humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus and basal delivery. The customer¿s blood glucose (bg) ranged from 180 to 320 mg/dl. A corrective bolus and insulin injections were used to address the bg level. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump. The occlusion was found to be within the infusion set tubing. The customer was to change out the tubing. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The customer acknowledged the information.